Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿ blood glucose was 40mg/dl at the time of incident. The customer reported that there was calibration not accepted. The troubleshooting was attempted but it was a little bit cranky. The customer hung up the phone. The insulin pump will not be returned for analysis.